Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-00225. Additional information obtained identified the patient was implanted with a new drg system on (B)(6) 2017.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00225. It was reported the patient will undergo an additional lead revision to replace the patient's second lead. The patient's first lead was explanted during the event reported under MDR# 3008829311-2017-00177. It is unknown regarding which lead is which, therefore, all possible devices are being reported.